Manufacturer narrative:
Unit has been returned to the company's repair center for evaluation. (B)(4).

Event description:
Customer reported an issue with the gas module ii, which may have affected co2 monitoring. No patient injury was reported.